Event description:
The hcp reported that at refill, the estimated reservoir volume was 3.5ml and the actual was 17.5ml. The pt was not experiencing withdrawal symptoms. The hcp had recently been tapering the pt's daily dose down and he was then at 75mcg/day. The pt was reported as stable.

Event description:
Additional information from the hcp reports a rotor study was done using flat x-ray that was unable to be read. The patient had several dose adjustments and reported benefits with each. The patient is currently scheduled to have the pump explanted on 01/31/20006l